Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 524 mg/dl. In addition, 448 mg/dl. Customer experienced nausea, vomiting like symptoms. Customer were treat with insulin pump. Customer reported that the insulin pump was off the auto mode during incidence and it was set ion to manual delivery. The customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.